Event description:
Customer reported, she unable to upload to carelink due to receiving displayable history failed, unexpected restart and external ram error alarms. Customer stated she was not wearing the insulin pump was not in use for a while and the battery was removed. It was also reported that the insulin pump has some scratches on the screen and dents on the back due to being bumped and wear and tear. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.